Manufacturer narrative:
Numerous attempts via e-mail, texts, phone calls, have been made to obtain additional information from dr. Berbari without success. We will continue to try to obtain details. An evaluation of the vaserlipo system found the ultrasound board had been mis-tuned which caused the handpiece and probe to overheat during use. The ultrasound board was replaced and the system was tested and found to function normally.

Event description:
The report indicated that a patient suffered a burn at the entry point of the probe into the skin.